Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the pk dissecting forceps instrument cables were frayed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at the wrist were undamaged. No other damage was found.